Manufacturer narrative:
Attempts to reach the customer for repair info have yielded no response.

Event description:
Backup battery charging light continuously blinks. No pt harm reported. Attempts to reach the customer for repair and pt info have yielded no response.